Manufacturer narrative:
Title: computed tomography assessment of fat distribution and staple-line leak risk after sleeve gastrectomy source: https://doi.org/10.1007/s11695-020-05199-4/ published online: 6 january 2021 obesity surgery (2021) 31:2011¿2018 the author(s), under exclusive licence to springer science+business media, llc part of springer nature 2020 received: 9 october 2020 /revised: 22 december 2020 /accepted: 29 december 2020 / published online: 6 january 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature, a retrospective study analyzed the results of patients who underwent sleeve gastrectomy between january 2015 and december 2015. The device was used for gastric mobilization. There were 377 patients in the study and complications included: 6 patients that had intraoperative bleeding that was managed during the procedure.